Event description:
It was reported that the physician's hhd is consistently freezing upon interrogation. Hard reset was attempted but does not resolve the freezing. Tc mentioned that he attempted multiple interrogations and it had persistent issues. A new tablet was provided to the physician and the suspect device was received on (B)(6) 2015. Analysis is underway but has not been completed yet.

Event description:
An analysis was performed on the returned handheld. During the analysis it was identified that the handheld was unable to establish communication with a known good wand and generator. The cause for the anomaly is associated with a broken wire connection in the serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis.